Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). In olympus (B)(4), the appearance, functions and the inside of the instrument channel were evaluated. There were some irregularity such as crack, worn and blockage in the appearance and functions that were unlikely associated with the event. In the evaluation for the channel, it was unable to definitively identify any section within the instrument channel that the clip may have become lodged in. However, it was found an area of the instrument channel was marked/damaged. This section was located within the bending section. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the user facility noticed that a clip which was not used for the procedure, came out of a subject device and fell into the patient. At the time, they inserted a sterile brush into the instrument channel. The user facility retrieved the clip from the patient and completed the procedure using the subject device. The facility believed that the non-olympus (B)(4) clip was used for previous therapeutic procedure of the day and remained within the channel of the subject device. There was no report of patient injury.